Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac arrest and ventricular tachycardia. During a procedure, the farawave pulsed field ablation catheter was selected for use and considered off-label, after creating 70 lesions on the posterior wall, additional lesions were made, totaling 110 lesions on the left side of the heart. The physician moved to the right side of the heart to perform a cavo isthmus (cti) flutter ablation but before delivering any therapy, the patient had a short run of ventricular tachycardia. The physician decided to abort the cti flutter line and ended the procedure. The patient coded after being moved off of the procedure table, while being transferred to the recovery post-anesthesia care unit (pacu). Additionally, multiple episodes of cardiac arrest occurred while in the recovery unit. A heart catheterization was performed. The catheter is not expected to return as it was disposed, therefore the lot number is not available. It was further reported, a heart catheterization was performed and revealed multiple severe occlusions of the right coronary artery. No further information is available.

Manufacturer narrative:
Additional information was provided in section h10 related report number. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac arrest and ventricular tachycardia. During a procedure, the farawave pulsed field ablation catheter was selected for use and considered off-label, after creating 70 lesions on the posterior wall, additional lesions were made, totaling 110 lesions on the left side of the heart. The physician moved to the right side of the heart to perform a cavoisthmus (cti) flutter ablation but before delivering any therapy, the patient had a short run of ventricular tachycardia. The physician decided to abort the cti flutter line and ended the procedure. The patient coded after being moved off of the procedure table, while being transferred to the recovery post-anesthesia care unit (pacu). Additionally, multiple episodes of cardiac arrest occurred while in the recovery unit. A heart catheterization was performed. The catheter is not expected to return as it was disposed, therefore the lot number is not available. It was further reported, a heart catheterization was performed and revealed multiple severe occlusions of the right coronary artery. No further information is available.